Event description:
It was reported that during cardiac catheterization, while operating the pump, the pumping stopped and the monitor on the display was blacked out. At that time, no alarm occurred from the pump. After the pump was rebooted, the pump continued to be used without any problem.

Manufacturer narrative:
Eval: field service report stated that unit stopped pumping, no alarms (audible) and display shut down. Findings/action taken: replaced switch and urethane pad for display. Installed cable strain relief bracket and ejector caps for display.